Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. The samples also showed a negative anion gap. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension exl instrument, resulting higher than the initial results. The repeat results from an alternate dimension exl instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and discovered that there was a heavy buildup of sample in two tube wells of the versacell sample wheel. The cse tested the level sense on sample transport module (stm) and checked and aligned the stm pipette tips to the tubes on the versacell sample wheel. The cause of discordant, falsely low sodium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.